Event description:
The vitrectomy cutter failed to cut properly during surgery. The cutter would only close 40% of the way. The cutter was replaced and the procedure was completed with no pt problems.